Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a tips procedure, the vascular stent could not be deployed by using the trigger method. The entire device was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could be confirmed. The stent was found to be loaded in the delivery system upon sample receipt. The t-luer adapter was found to be detached from the blue slide which had caused the impossibility to release the stent by using the trigger or slide method. The trigger mechanism was found to have been activated causing the blue slide to be in the most proximal position. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The detachment of the t-luer adapter may be caused by rough handling of the device during shipping or improper storage. The t-luer adapter also may become detached during preparation (e.g., during flushing of the delivery system). On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." The reported application represents an off-label use of the device. The bard e-luminexx vascular stent is intended for use in the iliac and femoral arteries. (B)(4).

Event description:
It was reported that during a tips procedure, the vascular stent could not be deployed by using the trigger method. The entire device was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.